Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-02091; 3005168196-2018-02092.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica)/ophthalmic artery using penumbra smart coils (smart coils). It was noted that the patient¿s aneurysm had an irregular shape. During the procedure, three smart coils would not conform to the aneurysm and kept falling out into the parent vessel. Upon removing the smart coils, the physician noticed the smart coils pusher assemblies were curled and stretched. The physician also commented that the pusher assemblies were very flimsy. The procedure was completed without placing any coils in the aneurysm. There was no report of an adverse effect to the patient.